Event description:
It was reported by service report that the damage and exposed sharp edges on the siderails was from the cot tipping. There was pt involvement, and the customer could not determine if adverse consequences were reported.

Manufacturer narrative:
Exposed sharp edges on the siderail assembly. The cot tip situation is still being investigated and a f/u report will be submitted if add'l info is obtained.